Event description:
Patient reported right side ¿capsular contracture baker grade iii¿, ¿bottoming out¿, ¿nodular structure of both breasts¿ and ¿suspicion of oil cyst¿. Device remains implanted. The event of ¿suspicion of oil cyst¿ has been assessed by abbvie medical safety as not device related.

Manufacturer narrative:
The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.